Event description:
The reporter had previously refilled the patient¿s pump many times in his room with no issues. On the date of this report, the reporter was not able to communicate with the pump. The appropriate application/programmer was being used, the reporter¿s hand was not over the programming head, the telemetry head was correctly positioned over the pump, and the telemetry head was extended from the programmer. The reporter had tried a different room in the nursing facility, removed him from his bed and his wheelchair, and even tried in the hallway and the programmer blinked yellow. The reporter had used the programmer earlier in the day with no issues. She tried changing the batteries and it did not resolve the issue. She did not have another physician programmer to try and did not have lead shielding. She was confident that the pump had not flipped as she could see the pump; the patient was not very fleshy. She was right up against the pump. She tried using the patient¿s ptm (personal therapy manager) and got the poor communication screen. It was noted that the patient had had an egd (esophagogastroduodenoscopy) yesterday or the day before, but it had nothing to do with the pump. The patient had no therapy or medical problem. The device system was delivering bupivacaine and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).